Event description:
It was reported to medtronic minimed that the customer stated that the critical pump error was a scratch on the back of the pump and a low battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the open book image, and the serialized device was replaced. Troubleshooting was performed for the cosmetic damage, and the customer was advised to monitor the product. Troubleshooting was performed for the replace battery alert, and the serialized device was replaced. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Successfully download pump traces and history file using thump software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. The pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (battery tube) and cracked battery tube threads. Battery cycle 25.0 received the lowbatteryalert (104) on (B)(6) 2025 at 14:27:00 after more than 7 days at 12.0 days. Battery cycle 24.0 received the lowbatteryalert (104) on (B)(6) 2025 at 09:21:01 faster than expected at 2.34 days. Battery cycle 23.0 received the lowbatteryalert (104) on (B)(6) 2025 at 15:33:00 faster than expected at 2.47 days. In summary, customer alleged critical pump error confirmed. Exposed to moisture on electronic assembly noted during visual inspection. Power problem-battery loss confirmed. Power problem-charge/battery lasts less than expected confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.